Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the surgeon was checking the device for patency using air bolus and determined it would not bolus air. All troubleshooting was performed. After testing with and without the attached to the port, the issue seemed to be with the port. Additional information provided on (B)(6) 2021 stated that during the procedure the surgeon asked for more suction because he was not achieving desired results. It was determined that the device was faulty and it was replaced with a different device to complete the procedure. The procedure type is unknown. There was no patient harm.